Event description:
It was reported that the system required numerous power cycles to boot the workstation. Customer requested replacement of cpu board. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Determined the need to replace the single board computer and hard drive. Also installed were the image processor and gib board. The system was tested and found to be working as intended and placed back into service.